Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of stimulation whenever pacing from right ventricular (rv). When testing the right ventricular (rv) lead, any pacing, either tip to ring or tip to coil produces stimulation to diaphragm. Additionally, there were high rv thresholds, dislodgement, and no capture. The clinician discussed programming options to avoid diaphragmatic stimulation from rv lead. Seven days later the rv lead was explanted and replaced. Additionally, at the time of the rv lead revision the device had a telemetry problem. It was found that wireless telemetry was not turned on in the device. The device was explanted and replaced at the time of the rv lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.